Manufacturer narrative:
Per the fsr, the centrifugal drive motor failed to adjust to the maximum revolutions per minute (rpm) with the test loop installed. The drive motor was noisier than normal and then gave a 'pump jam' message. He also noted that the external drive motor cable assembly was pinched and there was a small amount of discoloration on the interior of the drive motor window. He replaced the centrifugal motor. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the centrifugal drive motor failed testing and the central control monitor (ccm) displayed 'arterial: connect motor' and 'arterial: overcurrent' messages. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the centrifugal drive motor sound resembled a bad bearing. It was determined that the centrifugal drive motor did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.